Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube, the patient condition became worse. It was reported that the fore end of the tube had come in contact with the front part of the tracheal wall; causing the inability for the patient to breath. The physician noted that the patient was becoming seriously suffocated and was noted that the patient narrowly escaped the critical situation. There were no further reported adverse effects.